Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on (B)(6) 2017. It was reported that the cause of the low battery reset and safe state was due to the ¿pump died.¿ it was stated that the cause of the pump beeping for a couple of weeks was due to the pump in safe mode and battery at ¿end of life.¿ it was noted that the patient¿s weight at the time of the event was (B)(6). It was indicated that once explanted/replaced, the affected pump would be returned for analysis. No further complications were reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving infumorph [5 mg/ml] at a dose of 2.2447 mg/day via an implantable pump for non-malignant pain and failed back syndrome ¿ other. It was reported on (B)(6) 2017 that an alarm was heard but no physician programmer was available. It was indicated that the patient went to the hospital on (B)(6) 2017 and told them that their pump was alarming. It was stated that they used the patient¿s personal therapy manager (ptm) to check the pump and the error codes that popped up were 8474 (pump reset) and 8478 (pump safe state). The date of the event was (B)(6) 2017. It was noted that the patient was currently still at the hospital and they had not interrogated the device yet with a physician programmer. It was noted that the pump had about eight months left before end of service (eos) so they may end up replacing the pump. It was indicated that the hcp would follow-up with their local representative to have them see the patient and read the pump. No sympt oms were reported. Additional information was received from an hcp via a manufacturer's representative on 2017-oct-05. It was reported that an alarm was heard and confirmed by telemetry to be low battery reset occurred and safe state occurred on (B)(6) 2017. It was related that the patient had a sudden change in therapy/symptoms of really nauseous and a distended stomach that started on (B)(6)2017. It was stated that the patient said they heard the pump beeping for a couple of weeks. Additional information was received from a manufacturer's representative on 2017-oct-07. It was reported that there was just a low battery alarm. The cause of the low battery reset/safe state issue was not determined. The low battery reset/safe state issue had not been resolved and the patient was being managed in the hospital with IV (intravenous) morphine until replacement asap (as soon as possible) next week. It was unknown if the patient's symptoms had been resolved. The patient's weight at the time of the event was unknown. No further complications were reported or anticipated.